Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap nephrectomy: "the doctor would complete the seal cycle and went the doctor went to transect the tissue it would not divide. This started to occur approximately 1/4 into the procedure." Additional information received via email from sales rep on november 17, 2016. Peritoneal lateral tissue, relatively thin tissue was being transected when the incident occurred. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned in the open position with the blade fully extended in the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the customer experience. After disassembly of the device, engineering noted an internal component was broken. The root cause of the event is the broken internal component. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received.